Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was presenting with double beep with cassette during testing. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels are intact. During functional check, the reported complaint was not duplicated. However, found high pressure and no disposable messages in the event history log that could cause double beep, cassette attached. Root cause was found to be a defective downstream sensor. Replaced the downstream sensor.